Event description:
The clinician reported that 9 months after the dental implant and temporary acrylic abutment was placed in ada site 29 in the mouth, the implant did not achieve osseointegration in type I bone. Clinician reported the patient's traumatic occlusion, pain, mobility and inflammation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
The product was lost in transit from the initial reporter to the importer. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Manufacturer narrative:
The product was lost in transit from the initial reporter to the importer. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 9 months after the dental implant and temporary acrylic abutment was placed in ada site 29 in the mouth, the implant did not achieve osseointegration in type I bone. Clinician reported the patient's traumatic occlusion, pain, mobility and inflammation. There were no reported post-operative complications.